Event description:
The service report shows that the volumes were found to be out of specification during a service evaluation of the device. The nellcor puritan bennett service technician inspected the device and replaced the cup seal. The unit passed extended testing. No pt involvement was reported by the customer. This report is not an admission by nellcor puritan-bennett that this device caused or contributed to the event alleged in this report.